Event description:
Device stopped working during procedure.what was the original intended procedure?primary procedure: laparoscopic assisted vaginal hysterectomy.secondary procedure: laparoscopic salpingo-oophorectomy.comments: bilateral.device #1is this a laboratory device or laboratory test?no.